Event description:
It was reported that during a wrist procedure, when patient arm was moved, the tip of the device broke and fell into the patient joint. Broken piece was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows the tip and spacer has been completely detached. There are no manufacturing abnormalities visually observed with the returned wand. Due to the detachment of the tip, a functional evaluation could not be conducted. The complaint has been verified and the root cause was more than likely associated from contact with another device or object. It is also possible that the device was inadvertently brushed against another hard object such as the boundaries of a cannula that caused detachment of the spacer. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.